Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced resistance when filling a cartridge. Reportedly, the customer successfully loaded a new cartridge using new supplies. The customer's blood glucose level was 91mg/dl.